Event description:
It was reported that this implantable lead exhibited impedance below 200 ohms, and neither sensing nor pacing was possible in bipolar mode due to insulation damage. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.